Event description:
It was reported that at an unknown time post-implantation of a vertebral body spacer/rhbmp-2, the surgeon explanted the spacer due to pseudoarthrosis. The explanted vertebral body spacer has been sent for detailed histology of the incorporated tissues.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.